Event description:
Subsequent to the initial report filed, updated information was received which stated, post stent dilatation during the index procedure on (B)(6) 2012 revealed slow flow and 2 injections of sigmart 2 mm were given resulting in timi 2 flow from timi 0 flow. On (B)(6) 2012, although chest pain had diminished, the patient continued to have symptoms. Electrocardiogram, hypotension and angiography confirmed thrombosis. Thrombus aspiration was performed and no flow was observed. A non-abbott thrombus capture catheter was deployed and a non-abbott balloon catheter was used for dilatation but no flow was observed; the thrombus was moved to the left main artery. Thrombolytic drug was injected 4 times into the coronary artery; it was noted that inside the stent was slightly recanalized. Another dilatation was performed inside the stent with a non-abbott balloon catheter and timi 1 flow was observed. The procedure was completed. The patient was transferred to the room. It was noted cardiac depression and low-output heart failure were observed and on (B)(6) 2012 the patient died. No autopsy will be performed. No additional information was provided.

Event description:
It was reported that the index procedure was a chronic totally occluded diagonal artery lesion and acute myocardial infarction in patient where predilatation was performed and the 2.5 x 12 mm xience v stent was deployed. There was no reported patient effect. On (B)(6) 2012, the patient complained of symptoms of chest pain; intravascular ultrasound (ivus) and angiography were performed and confirmed that thrombosis was present. Thrombosis aspiration was attempted unsuccessfully with a non-abbott device. Predilatation was performed with a 2.0 x 10 mm non-abbott balloon and the 2.5 x 12 mm xience v stent delivery system was deployed; post dilatation was completed with a 2.25 x 8 mm non-abbott balloon catheter. Slow flow was observed. Two injections of medication were given and timi 2 flow was confirmed from the prior timi 0 flow. It was noted that one day post procedure on (B)(6) 2012, the patient died. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency and the product was not returned. The reported patients effect of angina, death, and thrombosis as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Date of event and date implanted, correction. A cine was received and reviewed by an abbott vascular clinical specialist. Two images dated (B)(6) 2012, show a diagonal with an occlusion mid-distal vessel. There are twisted wires in the image suggesting previous open chest surgery. The second shows the diagonal open. There are 3 arrows that point to the original occluded vessel site. It is presumed that this is the site of the stent deployment though this cannot be confirmed through the image. Two images dated (B)(6) 2012, show an occlusion in the mid-distal vessel. A clot is visible in the proximal-mid vessel. There is an arrow pointing at or slightly beyond the occlusion. It is presumed that this represents the area that was stented. However, a stent shadow cannot be confirmed. A second image shows the flow in the diagonal has diminished with loss of several side branches. The image also suggests the presence of thrombus. It was concluded that with the presumptions mentioned above it would appear that the area of the diagonal (which was stented on (B)(6) 2012) re-occluded on (B)(6) 2012.